Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a sensor error message on the 5th day of wear with an adc freestyle libre sensor and being unable to obtain readings. Customer reported experiencing hypoglycemia and a loss of consciousness, however,  was able to self-treat (unspecified). The customer further reported going to the emergency room but there was no report of additional treatment rendered by an hcp or a third party. There was no report of death or permanent impairment associated with this event.